Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® tag® conformable thoracic stent grafts instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft that may occur and/or require intervention include, but are not limited to, aneurysm expansion and dissection. Updated h.6. Investigation findings code c21 to c19 updated h.6. Investigation conclusions code d16 to d15. Added h.6. Investigation conclusions code d12.

Event description:
The following information was reported to gore: on (B)(6) 2014, a patient underwent endovascular treatment of a distal arch aneurysm using conformable gore® tag® thoracic endoprosthesis (ctag). The patient tolerated the procedure. On unknown date but (B)(6) 2019, at a follow up a computed tomography revealed an aneurysm, possible pseudoaneurysm, at proximal edge of the ctag and a lack of wall apposition at distal edge of the ctag. On unknown date but (B)(6) 2022, a computed tomography revealed an enlargement of a vessel at distal side of the ctag. On unknown date but (B)(6) 2023, a computed tomography revealed enlargement of both proximal and distal side of aneurysms. On (B)(6) 2023, a reintervention was performed due to a trend of enlargement of aneurysms. Thrombus was observed in the ctag. A left common carotid artery - left subclavian artery bypass was created. Gore® tag® conformable thoracic stent graft with active control system was implanted distally. Second gore® tag® conformable thoracic stent graft with active control system was implanted below the left common carotid artery. The left subclavian artery was coil embolized. An angiography revealed no endoleak. The patient tolerated the procedure. The physician stated that these may be proximal and distal stent graft-induced new entry (sine) of the ctag.

Manufacturer narrative:
H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c21: conclusions pending results of product history review. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.